Event description:
On (B)(6), 2012, after implanting a gore excluder aaa endoprosthesis featuring c3, it was noted that the leading olive of the delivery catheter had broken off and remained in the pt. The physician was able to snare the olive and remove it from the pt w/o incident. The pt tolerated the procedure with no problems. The delivery catheter and the leading olive were returned to gore and are currently under eval.